Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a electrode and probe placement procedure. It was reported that the instruments were vibrating. It was stated that during a case, the drill bit would be vibrating. This caused a hole too large for the visualase lead. It was confirmed that the housing was locked. Navigation was aborted and in the end the procedure was rescheduled. There was a 30-60 minute delay to the case. No reported impact to the patient. During the procedure another instrument set was brought in to use. The health care professional created a different plan/trajectory in order to attempt to place another laser fiber. There was no known affect to the patient after the procedure. It was confirmed that the procedure was aborted.